Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted and replaced due to undersensing. The patient was stable.

Manufacturer narrative:
A partial lead measuring 43.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.